Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. During visual inspection of the provided photographic samples, showed an external fluid leak from drain bag sealing near the stopcock. The reported condition was verified. The component was provided by a third-party supplier. The plant has control measures in place to identify failures of this nature. Due to the nature of the provided samples, no further testing could be performed. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, one unit of prismaflex m100 set c had an external fluid leakage noticed from the drain bag. The leakage occurred after priming, as soon as the treatment had started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.